Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant attempt the physician could not progress the lead through the cephalic vein so he decided to extract the lead and progress from another point. When the lead was extracted, it was observed that the fixation system was not retracted and the helix was outside the protection mechanism. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the physician could not progress the lead through the cephalic vein so he decided to extract the lead and progress from another point. When the lead was extracted, it was observed that the fixation system was not retracted and the helix was outside the protection mechanism. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).